Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the foot pedal would not pair was confirmed. It was found that the battery tray was corroded and was replaced along with the batteries to address the reported issue. The device was tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corrosion of the battery tray. This would in turn, have damaged the batteries causing the pairing issue. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a knee arthroscopy procedure on (B)(6) 2020, it was observed that the vapr vue wireless footswitch device would not pair. During in-house engineering evaluation, it was determined that the battery tray on the device was corroded. The same device was used using the handpiece function without delay. There were no adverse patient consequences reported. No additional information was provided.